Event description:
It was reported that an alarm 20 occurred during insulin delivery. There was no reported impact to the customer's blood glucose level. The customer changed the cartridge to resolve the issue. In addition, it was reported that resistance was felt when filling the cartridge during the load sequence. Ultimately, the customer was able to using the existing cartridge and needle to fill the cartridge successfully. The customer's blood glucose level ranged from 126-1267 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.